Event description:
The hospital maintenance department reported that the brakes will not hold on this bed. After troubleshooting with a hill-rom technician, it was determined that the brake rod bushings were worn as well as the casters and needed to be replaced. Reporter stated that they are not going to repair the bed at this time.